Event description:
It was reported via a service technician, that the fowler ball screw bracket damage. No adverse consequences were reported.

Manufacturer narrative:
Actuator box and cover. The bent actuator box and cover could lead to an inoperable manual CPR release.